Event description:
--

Event description:
Boston scientific received information that this device had a monitoring voltage (mv) of 2.78 and a charge time (CT) of 18.4 seconds and then one month later, elective replacement indicator (eri) was declared. Device interrogation six months later showed the mv was 2.64 with a CT of 21.0. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received confirming this device was subsequently explanted. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that the device reached eri due to long CT. The device is exhibiting behavior similar to an advisory population. However, the device is not affected by a current product advisory. The device is scheduled for replacement and is expected to be returned for testing. This product issue will be updated if additional information is received.